Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise resulting in automatic mode switching episodes were observed. The noise was able to be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable.